Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding 19 devices, for this device family and failure mode. During this same time frame 8,673,440 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000002. Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Additionally, the IFU also advises the user that some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.) In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 400-2100 was being used during an unknown procedure on (B)(6) 2021 when it was reported ¿during surgery the doctor complained about not having enough power on the pencil and they changed the tip, after surgery the patient had small eye shaped burns from the grounding pads, patient is doing fine.¿ the procedure was reported as having been completed. The patient was stated to be ¿doing fine¿. Further assessment information was requested from the reporter. To date we have not received any response from the reporter. This report is being raised on the basis of injury due to unknown degree of burn to patient.